Manufacturer narrative:
The investigation for the reported optical signal issue has been completed. The impella device was received from the customer and therefore, an evaluation of the device was completed. The cause of the optical signal issue was a damaged sensor caused by shockwave. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, there was a loss of placement signal during use of the device. The physician suspected this may have been caused by the shockwave device that was being used, simultaneously. There was no patient harm and support continued.